Event description:
It was reported the patient developed an infection. The device was removed and replaced approximately two weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.